Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed visual inspection and found one of two sensors with the cannula retracted inside the sensor base. Found the sensor cannula with no broken or missing parts. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was removed and tip of the sensor was short. The customer's blood glucose was unknown. The customer agreed to return device for analysis.